Event description:
The customer reports observation of elevated atellica im alpha-fetoprotein (afp) results which were discordant relative to repeat testing when using kit lot 283. Elevated results were obtained for two (2) patient samples. The elevated results were not reported to the physician(s). The same samples were retested on the original instrument and obtained lower results. The lower results were considered correct and reported to the physician(s). There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im alpha-fetoprotein (afp) results which were discordant relative to repeat testing. Quality control (qc) recovered within laboratory established ranges. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating the event.

Manufacturer narrative:
MDR 1219913-2025-00003 was initially filed on 03-jan-2025. Additional information (05-feb-2025): siemens healthcare diagnostics has concluded the investigation of the event. A customer from outside the united states reported observation of elevated atellica im alpha-fetoprotein (afp) results which were discordant relative to repeat testing. Siemens evaluated the instrument data and the information provided by the customer. It was noted that the afp reagent packs in the customer inventory had undissolved particles after mixing the reagent packs. However, the 3 levels of quality control (qc) results recovered within the laboratory target ranges for the affected reagent packs with undissolved particles. Per siemens labeling and documentation, reagent packs must be inspected for clumping prior to use. If clumping or undissolved particles are observed, these reagent packs cannot be used for sample processing. Based on the available information, the discordant results are attributed to the customer's failure to follow the provided instructions. The issue was resolved by routine troubleshooting. Customer is operational; no further actions are required. Note: in section h6, codes for investigation findings and investigation conclusions were updated.